Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.3, reference: 1.3, mean: 3.30, confidence-limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. As of today, products associated to this complaint are not expected to be returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: patient a, meter-inr: 5.2, lab-inr: unknown. Patient b, meter-inr: 5.3, lab-inr: 1.3.